Event description:
Single diskectomy to fuse c5 & c6 vertebrae performed. One day postoperatively a radiograph revealed the plate and two screws at its base had moved together approx 8 mm anteriorly. Pt has difficulty swallowing as a result of the plate base causing compression of the oesophagus.